Event description:
Additional information received reported that the patient¿s stimulator was reprogrammed and the patient was receiving excellent coverage when he left. It was noted that the manufacturer representative had not heard anything since.

Event description:
It was reported, the patient had intermittent stimulation starting six months prior to call. It was noted, the change to intermittency was gradual. It was reported, the impedances on all bipolar pairs were greater than 4,000 ohms. It was noted increasing the testing voltage yielding impedances of greater than 4,000 ohms on only the pairs including electrode zero. It was reported that once the testing voltage was increased to two volts all impedances were within normal limits, but the pairs including electrode zero were around 2,675 ohms while the others were around 881 ohms. It was noted, the patient¿s programming included electrode zero. It was reported the patient¿s stimulator was at 2.94 v so they had battery life remaining.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3998, lot# l86101, implanted: 2001 (B)(6); product type lead product ID 7495-66, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-66, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).